Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker triggered an alert for a high out of range (oor) pace impedance measurement. Prior to the alert, there was no noise noted. After the alert, noise oversensing was observed on the atrial channel. There has only been one oor value seen over the course of a years worth of data. The alert was cleared and the patient is being tracked. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker triggered an alert for a high out of range (oor) pace impedance measurement. Prior to the alert, there was no noise noted. After the alert, noise oversensing was observed on the atrial channel. There has only been one oor value seen over the course of a years worth of data. The alert was cleared and the patient is being tracked. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.